Manufacturer narrative:
Ref exemption#: (B)(4).

Event description:
It was reported that while the ventilator was connected to a pt, it generated two technical error codes indicating disabled valves and an internal memory error. The ventilator stopped ventilating. Importer ref#: (B)(4). MFR ref#: (B)(4).